Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the a week post-operative device check following a normal generator replacement procedure, atrial noise was observed with the competitor atrial lead and did not result in any oversensing. All other atrial lead measurements were stable. The patient was sent home. It was then later observed through remote monitoring that the right ventricular (rv) shock lead impedances had an out of range impedance value (greater than 200 ohms) with the competitor rv lead. The patient was brought back to the clinic and the impedances were back to normal. No intervention or changes were made due to this being a one-time out of range value. The patient will continue to be monitored through normal checks and through remote home monitoring. No adverse patient effects were reported.